Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. D4 (UDI) was unknown. No product information has been provided to date. The original device history record (DHR) is no longer applicable as device was manufactured in 1997. No previous service history was found. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed display was damaged. During functional testing using the reported issue was duplicated. The root cause of the problem was related to normal wear and tear of the device. No action will be taken as the device will be scrapped due to age.

Event description:
It was reported that the device's pump was noisy and the display was broken. No patient injury was reported.